Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with big crack on lower left front corner of top case and broken right plunger case. Event log history was performed and indicated that backup audible alarm post error was recorded in history. During analysis, backup audible alarm post error was found at power up. It was noted that main board does not operate as intended, main board with high profile blue token cap was the cause of the reported issue. Service replaced the main board performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited backup audible alarm. No adverse effects were reported.